Event description:
Patient presented to the physician with a pneumothorax two days post-implant procedure. Physician brought the patient into the or and placed a chest tube and admitted the patient. Patient was discharged next day.